Event description:
The dental implant fx4310mlc was removed on (B)(6)2016 due to loss of osseointegration 2 years and 1 month after implantation. The patient has medical history of hypertension and a diabetic. The patient has been recovered without complications.